Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of blood leak from hub is confirmed and appears to be related to the use of the device. One 4 fr sl powerpicc solo catheter was returned for investigation. Evidence of use was present within the luer hub and catheter surface. No apparent damage or splits were observed. The sample was flushed and pressurized with water using a 12 ml syringe. No leaks were observed. The catheter was filled with water and the solo hub was held at a position below the catheter length. The position of the hub in relation to the fluid applies a negative pressure to the valve to test for leakage. Beads of water were observed to form at the proximal hub location and continuously leak. Microscopic observation of the internal solo valve revealed the center slit to be held open by residual clear material. Since the residual material was observed to be interfering with the function of the valve and likely contributed to the occurrence of bleed back, the complaint is confirmed and appears to be related to the use of the device. The product instructions for use contains suggested catheter maintenance instructions which may have prevented the reported issue. A lot history review (lhr) of redy0101 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when taking of the endcap there is blood return in the catheter. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0101 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when taking of the endcap there is blood return in the catheter. No other information was provided.